Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. Analysis of the device image revealed that eri had been triggered when the corresponding monthly battery voltage was normal and above eri. A false eri was likely triggered by high transient current drain caused by auto-capture operating in high output mode. Analysis of the device in lab indicated that the device is now at eri. The implant duration of 4.96 years exceeds the total projected longevity of 3.54 years and is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device's projected longevity was less than anticipated, the physician suspected premature battery depletion. The device was explanted and replaced and the patient was in stable condition.